Event description:
Reporter alleged obtaining the results of 69 mg/dl, 47 mg/dl and 256 mg/dl back to back within 10 minutes on the aviva system. Reporter stated he was feeling sweaty and shaky which are hypoglycemic symptoms so he self-treated with orange juice. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.